Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the tome was used to cannulate, the guide wire was left in place, then a stent was placed successfully. The tome was put back down the scope and it got stuck in the biopsy channel of the scope. The physician removed the tome from the scope. The tome was cracked/ripped. The procedure was completed by using another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval has not been performed; the cause of the reported malfunction is undetermined. (B)(4).